Manufacturer narrative:
Date of event: the exact date of the event is unknown. Kci has made multiple attempts to obtain date of event. Based on information provided, it cannot be determined that the alleged amputation is related to the activ.a.c.¿ therapy system. The physician noted that the patient was at risk of limb loss prior to initiating v.a.c.® therapy. Kci has made multiple unsuccessful attempts to obtain additional clinical information. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: -check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area.

Event description:
On (B)(6) 2020, the following information was reported to kci by the patient's health care provider: v.a.c.® therapy was discontinued allegedly due to the amputation of the patient's leg being. No additional information is available. Per a review of kci records received 08-may-2020, prior to initiating v.a.c.® therapy: the physician noted "pt [patient] at risk for limb loss." A device evaluation for activ.a.c.¿ therapy system is currently pending completion.

Manufacturer narrative:
MDR-3009897021-2020-00356 submitted on 31-jul-2020 reported the following: section b2 outcomes attributed to adverse event: required intervention to prevent permanent impairment/damage (devices) correction disability or permanent damage section g3 report source: consumer correction section g2 report source: health professional. Based on additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged amputation is related to the activ.a.c.¿ therapy system. The device passed quality control checks before and after patient placement. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.

Event description:
On 22-sep-2020, kci quality engineering completed an evaluation of the device. On 07-may-2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications before patient placement. On (B)(6) 2020, the device was placed with the patient. On 17-sep-2020, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.